Manufacturer narrative:
Other, other text: additional information received by smiths medical via email no patient involved.

Event description:
Information was received that device had a primary audible alarm. No adverse effects reported.